Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained fentanyl [1250 mcg/ml] at a dose of 649.2 mcg/day, clonidine [40 mcg/ml] at a dose of 20.774 mcg/day, bupivacaine [10 mg/ml] at a dose of 5.194 mg/day, and dilaudid[3 mg/ml] at a dose of 1.5581 mg/day. It was reported an empty pump alarm was occurring. The hcp had access to a physician programmer. The hcp stated they had been weening the patient off their medication, so they could permanently disable the pump. The reason for the call was the hcp would like to have the pump shut off due to elective abandonment of therapy (no device/therapy issues). No patient symptoms/complications were reported. The event had been ongoing for ¿about a month¿.